Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system showed required witness when the user tried to dispense the medication. A field service engineer (fse) reseated the universal serial bus (usb) cable on both ends for the biometric identifier, which had failed in the main application and was not detected in the test application. After the repair, the device maintained a stable connection, and the customer was able to log in to the main application using the biometric identifier, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system showed required witness when nurses attempted to pull medication. Users reported that the system required a witness during medication dispensing. The customer tried to reboot, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.